Event description:
It was reported that the physician suspected that the over-sensed noise was caused by a loose set screw on the implantable cardioverter defibrillator (ICD). The patient presented for an explant procedure. Prior the procedure, failure to capture and high pacing impedance were noted on the ICD and right ventricular lead. The physician elected to capped and replaced the ventricular lead on (B)(6) 2025. The device was explanted and replaced as well. The patient condition was stable.